Event description:
Customer reported that during patient transport, IV tubing of insulin infusion leaked near upper fitment with tear in silicone segment nearly splitting it in two. States no patient harm occurred. Set has been requested, but not received. Follow-up report will be filed if set is received in the future.